Event description:
A customer reported that their pump malfunctioned, displaying a malfunction code due to a momentary motor skip, likely caused by a high force impact such as dropping the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to reset the pump due to not having a charging cable while at work and planned to call back later to perform the reset. No further action was required at the time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.